Event description:
The ge oec 9600 fluoroscopy system had the c-arm that was rotated and became stuck in the lateral position.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed the l-arm assembly and replaced a shear pin that prevented arm rotation. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.